Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 190 mg/dl, 117 mg/dl, 171 mg/dl. Tests were done within 10 minutes with a difference of 27%. Patient did not experience any adverse events. No further information has been reported.